Manufacturer narrative:
Additional information: e4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a cook coda balloon ruptured during a procedure. A cook coda balloon was being used in a maastricht 3 procedure for organ harvesting. The balloon spontaneously ruptured 45 minutes after insertion, leading to the procedure being stopped. An x-ray confirmed the balloon's absence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: cook was notified that a cook coda balloon ruptured during a procedure. A cook coda balloon was being used in a maastricht 3 procedure for organ harvesting. The balloon spontaneously ruptured 45 minutes after insertion, leading to the procedure being stopped. An x-ray confirmed the balloon's absence. Additional information regarding the event has been requested but is currently unavailable. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots did not reveal any non-conformances related to the failure mode. A complaint history search did not identify any other events reported for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown fig. 1 and 2. Over-inflation of balloon may result in: rupture of balloon: do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 46mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 46 mm balloon catheter should not be used in vessels less than 24 mm in diameter. Potential adverse events: vessel dissection, perforation, rupture or injury balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: rupture of balloon. Maximum inflation volume: catheter size: coda-2-10.0-35-140-46. Max inflation volume: 60 cc. Balloon introduction and inflation: if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by the complaint facility, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.